Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in artificial arteriovenous fistula in the left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. The balloon was inflated twice for 10-24 atmospheres for 60 seconds. However, it was found out that the pressure decreased and the balloon ruptured. The device was removed from the patient and longitudinal ruptured was noted. The procedure was completed with a 7mmx40mm mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in artificial arteriovenous fistula in the left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. The balloon was inflated twice for 10-24 atmospheres for 60 seconds. However, it was found out that the pressure decreased and the balloon ruptured. The device was removed from the patient and longitudinal ruptured was noted. The procedure was completed with a 7mmx40mm mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 41mm in length and extended from a position 5mm distal of the proximal markerband to 5mm distal of the distal markerband. A visual examination observed damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.